Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold harness. The device was evaluated upon receipt. It was confirmed that there was an issue with manifold harness. The manifold harness was replaced. The device did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that reparation was done on manifold harness of the arctic sun device. As per follow up information received via email on 23jan2023, they did not know what the issue was with the manifold harness, but the device had alarm 76 (non-recoverable system error) was a shorted inlet temperature (t3) thermistor. It was a hardware fault. They would change the manifold harness. The date of event occurred was 13jan2023, and patient was involved. The patient was neonatal. They borrow other device from pediatric ward and continue with treatment. The device was in medical technical department and awaiting repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that reparation was done on manifold harness of the arctic sun device. Per follow up information received via email on (B)(6)2023, they did not know what the issue was with the manifold harness, but the device had alarm 76 (non-recoverable system error) was a shorted inlet temperature (t3) thermistor. It was a hardware fault. They would change the manifold harness. The date of event occurred was (B)(6)2023, and patient was involved. The patient was neonatal. They borrow other device from pediatric ward and continue with treatment. The device was in medical technical department and awaiting repair.